Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported a syringe of juvéderm ultra¿ 3 had the needle ¿detach¿ and a piece ¿was located inside the patient¿s nasal tissue.¿ the packaged needle was used. The patient visited the hospital to remove the piece but was not able to. The needle remains as foreign body in radiz, between the frontal bone and the nasal bone. The patient needs surgery for extraction. The patient is currently on antibiotic treatment to try to expel the foreign body. "Foreign body extraction and avoid scar in the nasal bone¿ was noted as permanent damage trying to prevent with the treatment. The patient is on observation. ¿currently the syringe remains in the nasal bone¿. The event is ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of other - technical and other - medical are considered an unexpected adverse drug experience.

Event description:
Health professional reported a syringe of juvéderm ultra¿ 3 had the needle ¿detach¿ and a piece ¿was located inside the patient¿s nasal tissue.¿ the packaged needle was used. The patient visited the hospital to remove the piece but was not able to. The needle remains as foreign body in radiz, between the frontal bone and the nasal bone. The patient needs surgery for extraction. The patient is currently on antibiotic treatment to try to expel the foreign body. "Foreign body extraction and avoid scar in the nasal bone¿ was noted as permanent damage trying to prevent with the treatment. The patient is on observation. ¿currently the syringe remains in the nasal bone¿. The event is ongoing.